Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was not rec'd. (B)(4).

Event description:
A surgeon reported that during a procedure to implant a glaucoma filtration shunt, there was resistance when attempting to release from the inserter. The device was removed from the pt, and the procedure was completed with another device, same model.